Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment at the onset of the pt's treatment. New disposables were used to continue the pt's treatment without incident. The dialyzer was reused 2 times prior to this report. No pt injury and no medical intervention was required.